Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker, right atrial lead and right ventricular lead were displaced. The pacemaker displacement and leads dislodgement were confirmed by x-ray. The pacemaker and both the leads were explanted and replaced with leadless pacemaker. The patient was stable.